Event description:
New information notes that the lead in question also exhibited noise and oversensing. The lead was capped and replaced on (B)(6) 2020. Patient was stable pre/post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a non sustained right ventricular oversensing (nsrvo) alert that was caused by right ventricular (rv) lead loss of capture. Elevated thresholds and impedance had been noted for the past few months. Programming changes were made. No patient symptoms were reported.